Event description:
Cvvh therapy had to be stopped because of the device leaking during this treatment; leaking cartridges needed changing on several occasions noted in 3 different cvvh machines. There was no pt injury, however, the cvvh devices were removed from service creating delays in therapy; older equipment will be used until the issues are investigated and corrected by co.